Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: g2, h6. The device was returned to olympus for inspection and the reported failure burning smell was not confirmed. However, the reported failure wet at the bottom was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid exposure in chassis. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure burning smell could not be determined. However, the most probable cause for wet at the bottom and liquid exposure in chassis was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device emitted a burning smell and was wet at the bottom. The issue was observed during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.